Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple low blood glucose events, a high blood glucose event, and a broken belt clip. The reported low blood glucose levels were 33 mg/dl, 65 mg/dl, 52 mg/dl, and 32 mg/dl. The customer treated with apple juice and glucose liquid, and states that she is sure it was based on a carbohydrate miscount. The reported high blood glucose event was 200 mg/dl and was treated with the insulin pump. The customer declined troubleshooting for the high and low blood glucose events. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. Device received with cracked belt clip slot. (B)(4).